Event description:
A core saber drill was sent for evaluation because it was overheating during testing. The event occurred during a routine field service maintenance visit. No adverse event was associated with the device.

Manufacturer narrative:
Device evaluation is in progress; additional information will be submitted once the quality investigation is complete.